Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that the service latch was unlatched which placed the patient table in a free float condition. A philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. The fse evaluated the system and determined that the service latch was unsecured and re-secured the service latch mechanism to resolve the issue.